Manufacturer narrative:
A philips remote clinical support specialist (css) spoke with a biomedical engineer (biomed) and confirmed the issue reported. The biomed informed that the customer/medical technician and stated that "this issue has been escalated improperly and is unnecessary because there wasn't any patient harm and simply stated that the leads from the patient came off and it did alarm from bed label 3308 a yellow banner and should not be a red alarm." Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer informed philips that there was no device malfunction.

Manufacturer narrative:
This supplemental report is submitted to update reporting product number with reference to manufacturer's report number 1218950-2023-00459. H3 other text : customer informed philips that there was no device malfunction.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor did not generate an ECG leads off or pause alarms. The device was in use on a patient. There was no report of patient or user harm.